Event description:
An elderly man fell from a transportable lift, resulting in two broken femurs. This incident was brought to our attention by a senior compliance officer with health canada's regions and programs bureau.

Manufacturer narrative:
Prism medical was contacted by a senior compliance officer with health (B)(4) regions and programs bureau, on april 4, 2013. Neither of the individuals working with the health (B)(4) contact on this incident remain at prism medical. Therefore, there is delay with investigating and reporting the incident. We are attempting to find out further information about this incident.